Event description:
A doctor's office had alleged that two (2) touch n' heat units had continued heating up when not in use and plugged in. This is the first of two (2) reports.

Manufacturer narrative:
No further information was received with regard to this incident. Multiple attempts were made to contact the complainant in order to obtain further information; however, the complainant has remained unresponsive. An update will be provided if any new information becomes available. A visual and physical evaluation of the returned device revealed that a spring was bent on the device, causing constant heating.